Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient with known history of factor v leiden, deep venous thrombosis, and pulmonary embolism underwent an elective prophylactic bard g2 filter prior to planned in-vitro fertilization. Due to anticipated pregnancies, the ivc filter was placed in a suprarenal location. Follow up CT scan was performed one week post filter deployment and identified the vena cava filter in the ivc and right renal vein. Two limbs were perforating the ivc wall. No extravasation was identified in the ivc. Patient underwent two separate successful in-vitro fertilizations, both infants noted to be macrosomic and carried full term before being delivered by low transverse caesarean section. Approximately four years three months post filter deployment, a CT scan was performed to assess the exact location of the ivc filter. The scan identified the filter with several struts extending into right renal vein and right renal parenchyma. Additional filter limbs were identified since the last CT scan to have perforated the ivc wall. The following month, the patient electively requested removal of ivc filter after two successful intrauterine pregnancies. During the retrieval a venocavogram showed a tilted filter and six detached limbs. During the vena cava filter retrieval procedure, multiple attempts were made to remove the filter unsuccessfully. A contrast injected vena cava gram performed demonstrated an approximate 40% stenosis in the ivc, just superior to the filter location. A second retrieval attempt was made four years six months after the filter was deployed. Guided fluoroscopy identified two additional detached limbs since the CT scan was performed. The filter was successfully removed with three attached arms and one attached leg. The remaining eight detached filter limbs remain implanted. No attempt was made to remove the eight detached filter limbs. Patient tolerated procedure well and was hemodynamically stable at the end of the procedure.

Event description:
It was reported that a vena cava filter was deployed suprarenal for history of factor v leiden, dvt and pe; prior to planned in-vitro fertilization. One week post filter deployment a CT scan identified the vena cava filter in the right renal vein with two filter limbs perforating the ivc wall. Patient successfully carried two intrauterine pregnancies full term. Approximately four years three months post filter deployment the patient electively requested the removal of ivc filter. A CT scan demonstrated several struts of the filter extending into renal vein. During the vena cava filter retrieval procedure multiple attempts were made to remove the filter unsuccessfully. A contrast injected vena cava gram performed demonstrated an approximate 40% stenosis in the ivc, just superior to the filter location. A second filter retrieval attempt was made two months later. Guided fluoroscopy demonstrated a tilted filter with eight detached limbs. A snare device was used to successfully capture and retrieve the vena cava filter; however, no attempt was made to remove the eight detached filter limbs. The detached filter limbs remain implanted. The patient was reportedly hemodynamically stable at the conclusion of the successful filter retrieval.

Manufacturer narrative:
Manufacturing review:the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation:as the device was not returned, an evaluation could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege that the filter appeared to be in the right renal vein and ivc with two limbs perforating the ivc wall. A CT scan allegedly demonstrated several struts of the filter extending into the renal vein approximately 51 months after implantation. The patient allegedly requested filter removal after two successful intrauterine pregnancies. A venacavogram during an attempted retrieval allegedly demonstrated a tilted filter and six detached limbs. The attempt was reportedly unsuccessful. Allegedly, a CT scan following the first retrieval attempt identified two additional detached limbs. The filter was reportedly successfully retrieved; however, the detached limbs could not be retrieved due to their current location. Based on the medical records, the investigation is confirmed for unintended movement, a tilted filter, perforation of the ivc, limb detachment, and an unsuccessful retrieval attempt. The filter was reportedly implanted suprarenal. The patient also allegedly had two successful pregnancies. It is possible the patient's pregnancy affected the stability of the filter. The IFU states, "the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position." Therefore, it is possible that patient and procedural issues contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Possible complications include, but are not limited to, the following: perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. (B)(4). (B)(6). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.